Manufacturer narrative:
During inspection and testing, a part of the ceramic axle was missing, the teflon body was damaged by burns, the proximal end was deformed and the insulation at the proximal end was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the missing part of ceramic axle was likely caused by wrong handling by the user. The fact that a part of the ceramic axle is missing indicates that the damage to the ceramic axle was most likely caused by a massive high-frequency current flashover. This may be triggered by unintentional contact with other equipment or by permanent contact between the distal jaws without tissue contact during a high-frequency application. This leads to a short circuit inside the device. This short circuit can cause the ceramic axle to break and, as a result, to come loose and fall out. The damaged teflon body was likely caused by wrong handling by the user. The damage was most likely caused by a massive high-frequency current flashover. This may be triggered by unintentional contact with other equipment or by permanent contact between the distal jaws without tissue contact during a high-frequency application. This leads to a short circuit inside the device. The deformed proximal end was likely caused by wrong handling, more specifically subjecting the device to excessive force. The deformation of the proximal end is most likely attributable to improper combination of the jaws insert and to the use of excessive force by the customer. It was still possible to combine the jaws insert. However, due to the degree of the deformation, it can no longer be guaranteed that the overload protection mechanism is triggered properly. The damaged insulation was likely caused by wrong handling, more specifically subjecting the device to excessive force. The damage to the insulation was most likely caused when the item was removed from the handle. Due to the deformation of the proximal end, the insulation probably got caught on the handle and was damaged when being pulled out with excessive force. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that seven (7) hiq+ bipolar maryland graspers broke while performing total laparoscopic hysterectomy (tlh) surgeries during the past year. All seven (7) are separate events. It was reported on some of the graspers, sparking was observed on the tip when using with an electrosurgical generator. No device component or fragment fell inside the patient. There was only a 3¿5 minute delay to replace the device as the intended procedures were completed with another like model grasper. The device was inspected before use by the nurse prior to the surgery. No death or injury and no harm or impact to patient or other was reported to olympus. The first event is reported under patient identifier (B)(6). The second event is reported under patient identifier (B)(6). The third event is reported under patient identifier (B)(6). The fourth event is reported under patient identifier (B)(6). (This report) the fifth event is reported under patient identifier (B)(6). The sixth event is reported under patient identifier (B)(6). The seventh event is reported under patient identifier(B)(6). The subject device was sent back to olympus for evaluation. During inspection and testing, the subject device was found to have damaged insulation and the ceramic axle is broken. This report is being submitted for the malfunction found during evaluation.